Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found the graphic user interface (gui) printed circuit board (pcb) needs to be replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator had a blank screen. No patient was involved.